Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and seroma.

Event description:
Patient reported left side pain, concern for recall, enlarged with deformity, and contracture. Healthcare professional later reported capsular contracture baker grade iii, stiffness and pain, "small amount of periprosthetic fluid on the left," and slight increase in anteroposterior diameter. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side pain, concern for recall, enlarged with deformity, and contracture. Healthcare professional later reported capsular contracture baker grade iii, stiffness and pain, "small amount of periprosthetic fluid on the left," and slight increase in anteroposterior diameter. Device remains implanted.